Event description:
The facility initially reported a colleague triple channel infusion pump with a screen that went blank and error code 715 which occurred during pt infusion. Follow-up phone calls by baxter obtained additional information. It was learned that a nurse entered the pt's room and found that the pump's screen was black (no power) and that all 3 of the pump's channels had stopped infusing (unintended shutdown). The event was reported to have occurred while infusing heparin (19ml/hr), normal saline (75ml/hr), and natrecor (5ml/hr) on a female pt. The pt was being treated for pneumonia and myocardial infarction (mi) at the time of the incident. The nurse on duty quickly replaced the triple channel pump with 3 other pumps in order to continue the infusions. The pump was not returned to the facility biomed dept for several days. During facility biomed testing, failure code 715:00 appeared on the screen at power-up. The facility risk manager stated that no patient injury/adverse event occurred. The rep also noted that "nothing changed" with the patient as a result of the pump failure. No additional information or contact was available.

Manufacturer narrative:
The pump was returned to baxter for evaluation. Evaluation occurred on 04/02/2008. The technician confirmed the black screen and that the pump shutdown (unintended shutdown). This was attributed to a faulty offset channel b mtr knob. The channel b pump head module (phm) was replaced to correct this reported condition. Failure code 715:00 was confirmed on power-up and attributed to a defective user interface module printed circuit board (uim pcb) and software, as well as to the offset phm camshaft on channel b. The uim pcb and software were replaced as well as phm on channel b to address the reported failure code 715:00. The pump was returned to the customer fully operational.